Manufacturer narrative:
Following return completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this left ventricular lead, following lead placement at the desired location, the physician was unable to obtain pacing capture. For this reason the lead was removed and replaced without adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular lead, following lead placement at the desired location, the physician was unable to obtain pacing capture. For this reason the lead was removed and replaced without adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis.